Event description:
Info received indicated that the head hi-low was slowly moving down (a slow drift).

Manufacturer narrative:
Tech found an issue with the head hi-low valve. Replaced head hi/low valve to resolve this issue.